Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited intermittent increases in pacing impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. Monitoring is continued at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited intermittent increases in pacing impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. Monitoring is continued at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited oversensing of noise and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed that the noise appeared consistent with oversensing related to the minute ventilation feature and also discussed the potential of a lead to device header connection issue. The respiratory rate trend feature was programmed off and no further noise was observed. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.